Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic to have their international normalized ratio (inr) checked and it was supratherapeutic. The inr resulted at 8.5 and the patient was sent to the emergency department (ed) for admission for supratherapeutic inr. During the device interrogation, pulsatility index (pi) events were noted. No alarms were noted on interrogation. The patient was complaining to have rectal bleeding, pruritus of his head/face and bilateral lower extremities (ble) and increased bleeding from small lacerations. Doppler blood pressure was 126, and an auto cuff was performed for comparison as the patient was pulsatile at the time. The auto cuff was 143/95 (105) initially, and the second one was 127/99 (110). The patient reported to have a headache but denied any abdominal pain. The abdomen was soft to palpation. Computed tomography (CT) imaging was ordered as well. Log files were submitted for review, and it appeared that the log noted a few low flow flags on (B)(6) 2026 and (B)(6) 2026 that were not sustained for long enough (at least 10 seconds) to activate the audible alarm.